Manufacturer narrative:
Info has been forwarded to the manufacturing facility. Results of investigation pending. A f/u medwatch report will be filed.

Event description:
Fracture occurred on the hub, discovered after placement of wound drain. Drain was therefore, removed sooner than it would have been otherwise. Local anesthesia used.